Event description:
On (B)(6) 2012 the reporter contacted animas alleging that there were boluses in the bolus history that had been delivered that were not programmed by the patient, and that as a result the insulin on board (iob) was showing higher than it should. The reporter denied any blood glucose (bg) excursions as a result of the alleged malfunction. This complaint is being reported due to the allegation that the pump delivered boluses that were not programmed by the user.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus history showed that normal boluses. The pump was programmed on a 1 unit per hour basal rate and exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. Investigators were unable to duplicate the complaint during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. It was determined that the iob feature was functioning appropriately according the boluses shown in the pump history. Troubleshooting indicated that the cause of the iob being higher than expected was the alleged additional boluses in the bolus history.